Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 700 mg/dl, diabetic ketoacidosis, and vomiting; cause was not known. Customer called an ambulance and went to the emergency room. Customer was admitted to the hospital and treated with "fast acting insulin". Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. Date of event is approximate.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.